Event description:
Customer reported unit would not power up on battery power during testing. No reported pt involvement. Service rep duplicated reported condition. Device repaired and proper operation confirmed.